Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system received five inappropriate shocks. Subsequently, the system was reprogrammed. This electrode remains in service. No additional adverse patient effects were reported.